Event description:
Two level patient revised due to infection. Both devices were explanted. Both devices were not intact at the time of removal.

Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
The radiographic images revealed a kyphotic posture of the cervical spine with degenerative changes at c5/c6 level. There was a disc replacement at c5/c6 level where it appeared to be appropriately placed and sized. There was a radiolucency at the superior disc replacement endplate and the c5 vertebral body with the appearance of osteolytic lesions at the posterior corner.

Manufacturer narrative:
Additional radiographs were provided and reviewed. The c5/c6 disc replacement has lost height and there are large osteolytic changes surrounding the device. There is no evidence of involvement of the spinal canal.